Event description:
It was reported that during a remote device data review, a substantial decrease in battery longevity was noted from this device. Boston scientific technical services was contacted and recommended device replacement within 90 days. It was noted the patient is pediatric and the physician would prefer to reevaluate the device battery status after the 90 day window. At this time, the device remains implanted and no adverse patient effects were reported.

Event description:
It was reported that during a remote device data review, a substantial decrease in battery longevity was noted from this device. Boston scientific technical services (ts) was contacted and recommended device replacement within 90 days. It was noted the patient is pediatric and the physician would prefer to reevaluate the device battery status after the 90 day window. Ts was recently re-contacted and reviewed the most current device data provided. Ts confirmed the device battery still had 90 days of longevity remaining. At this time, the device remains implanted and no adverse patient effects were reported.

Event description:
It was reported that during a remote device data review, a substantial decrease in battery longevity was noted from this device. Boston scientific technical services was contacted and recommended device replacement within 90 days. It was noted the patient is pediatric and the physician would prefer to reevaluate the device battery status after the 90 day window. At this time, the device remains implanted and no adverse patient effects were reported.